Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor reading was not displaying on the ilet while the glucose value remained visible in the dexcom app, and the sensor later reconnected during troubleshooting with the reading then visible on the ilet; a concurrent fingerstick blood glucose was 239 mg/dl. Symptoms included feeling ¿sugary,¿ consistent with hyperglycemia symptoms. Outcomes included no alarms, no alerts, and no need for medical care or hospitalization. User support included real-time troubleshooting and user education focused on signal loss limited to the ilet display. Investigation of this case revealed a temporary communication disruption between the dexcom g7 sensor/transmitter and the ilet that self-resolved, with no device damage and no ongoing malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was transient signal loss.